Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, white particles in the shell and crease fold. Based on the device analysis the final assessment is: no issues found related with the manufacturing.